Manufacturer narrative:
Additional narrative: patient¿s exact weight was reported as (B)(6). Device is an instrument and is not implanted or explanted. It is unknown if the complainant part will be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) guide wires broke in the patient¿s bone during an operation on (B)(6) 2015. It was reported that the surgeon was using the 4.0 cannulated screw trays during the surgery when two (2) of the 1.25mm guide wires broke off into the patient¿s bone. The guide wires broke at different times and in different parts of the bone. The breakage occurred when the surgeon was drilling with the drill bit over the guide wires. The surgery was completed; however, fragments from both of the guide wires remain in the patient. It is unknown if a surgical time delay resulted from the event. This report is 1 of 2 for (B)(4).